Event description:
It is reported that the pt was revised for instability.

Manufacturer narrative:
Eval summary: as the product has not been received, a review of the device could not be performed. Operative report was reviewed and appeared to be in line with recommended surgical techniques. However, x-rays were not provided; therefore, it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The exact cause for revision cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.